Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case cracked in both front corners and the right plunger case cracked. The event history log confirmed acu watchdog failure and primary audible alarm bgnd test occurred. Functional testing was unable to replicate the reported issue; no device problem was found. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an auxiliary control unit watchdog failure/audible background alarm. There was no patient involvement and no harm/adverse event reported.